Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a low flow alarm while on mobile power unit (mpu) power. The patient was admitted and upon connecting to the heartmate touch (hmt) the hmt indicated the pumped had stopped functioning. No parameters were visible as the emergency backup battery (ebb) was fully charged and the patient was connected to direct power supply. A computed tomography topography (CT) scan and echocardiogram revealed no thrombosis, however the pump was unable to be restarted due to communication failure between the pump and the system controller. The system controller was exchanged which restarted the pump. Log file review was requested which confirmed left ventricular assist device (lvad) communication fault, ebb faults, and low flow faults on 31may2026. On 29may2026 there was a brief pump stop between 7:15:11 and 7:15:15 while the patient was on mpu power which resulted in an audible alarm. The patient was noted to currently be stable after the pump restarted. Log file review was not indicative of a driveline issue, and an electrostatic discharge (esd) event was suspected. The cause of the pump stops was said to be electrostatic discharge (esd).